Event description:
The customer contact reported during testing at the user facility, the device displayed e105 (audible alarm test-buzzer on/off). It was unspecified if an audible alarm tone was present. There were no reports of any adverse events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device displayed error code 105 (audible alarm test - buzzer on/off) with no audible alarm. This was due to the peizo transducer and breaks in the solder connection at a connector on the volume control and lockout printed circuit board. (B) (4)